Event description:
A ti-500 transport incubator tipped on it's side during transport. The pt is fine. No injuries occurred as a result of the event. The event occurred on the driveway moving towards the ambulance. The incubator passed over a drain grate where the wheel apparently dropped between the grates and became stuck. The momentum of the incubator caused it to topple over. There were three people with the incubator at the time. Transport incubator was not damaged.